Event description:
It was reported by service report that an unk dark brown sticky substance was found underneath the litter of the cot. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Unk dark brown sticky substance found underneath the litter.